Manufacturer narrative:
Based on the claim against the product by the customer noting the clip application issue, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument log for the medium-large clip applier instrument (part number 478053-04/ lot number k10220425 0009) associated with this event has been performed. Per this review of the logs, the medium-large clip applier instrument was used in procedure on 10-nov-2022 via system serial# sl0946. The instrument was last used on 21-nov-2022 on system sl0946 and there were 55 uses remaining after this usage. No image or video was available for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument clip was not fixed and the instrument could be closed. The customer completed the procedure robotically with a laparoscopic clip applier. The procedure was completed with no patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use with no abnormality noted. When the surgeon used the instrument to clamp on the tissue bundle, the clip remained inside the instrument. The issue occurred for one or two times and the clip did not fall into the patient. The tissue bundle was less than 10 mm. The customer did not return the instrument as the instrument was used afterwards and it worked normally.